Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. The patient was brought back to the catheter lab and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).